Manufacturer narrative:
Update to h2, h3, h6, h11. The device was not returned to olympus for inspection and therefore the reported allegation was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode was found that the electric cutting loop melted. The issue was found during a transurethral resection of the prostate (turp) and transurethral bladder laser lithotripsy. There were no reports of patient injury or harm.